Manufacturer narrative:
A1-a5: patient information was not provided. H11: livanova field service engineer was dispatched on site and confirmed the reported condition. The motor control board was replaced. After performing all the functional tests with positive results, the unit was released back into regular service. The involved cp5 was manufactured in 2016 and complaints database review revealed that no other similar event has been reported to livanova. No adverse trend was detected concerning this failure mode. Based on the investigation findings, the root cause of the reported event has been traced back to a faulty motor control board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova received a report about a cp5 system displaying the error message "motor control failure". The event occurred during priming. There is no report of any patient injury.